Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: 03/12/06 inratio 3.6, (pocd) 5.4; 03/12/06 inratio 3.6, 5.1 (lab); 03/21/06 inratio 2.1, 2.8 (lab).